Event description:
It was reported that during an original inflatable penile prosthesis (ipp) implant procedure the physician perforated one of the cylinders while closing the corporotomies. The physician swapped out the compromised cylinders and pump for a new system. There were no device or patient complications associated with the event. It was further reported that the patient did not experience any known complications following the procedure.

Event description:
It was reported that during an original inflatable penile prosthesis (ipp) implant procedure the physician perforated one of the cylinders while closing the corporotomies. The physician swapped out the compromised cylinders and pump for a new system. There were no device or patient complications associated with the event. It was further reported that the patient did not experience any known complications following the procedure.

Manufacturer narrative:
Product investigation completed. An allegation of a perforated cylinder was reported. The ams 700 ipp cylinders and (ms) pump were visually inspected. All components appeared tried but not used. A fluid leak was identified near the proximal end of one of the cylinders body attributed to tool damage consistent with the reported events. No functional test was deemed necessary on the ms pump based on the confirmed perforated cylinder. Product analysis confirmed the reported events. The product analysis results and event report provided no objective evidence that would warrant further escalation.